Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument was observed to be broken. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm mega suturecut needle driver instrument was sent to central processing mentioning that it was broken. No fragment(s) fell into the patient's anatomy. Patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Post-surgical test(s) were not performed to check for remaining fragments. The reported issue did not cause serious consequences to the patient or to the procedure outcome. Photographic images of the instrument were provided for review.